Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non health care professional reported that during surgery, once implanted the surgeon observed 4 marks on edges of iol (intraocular lens). Subsequently the lens was removed during initial procedure and completed with another lens. Additional information states that marks on the lens caused by cartridge.

Manufacturer narrative:
Corrected information has been provided in d.10 the used company (d) cartridge was not returned for evaluation. A photo was provided of the opened lens case base and lid. The clear single-piece lens was visible in the lens case. Viscoelastic was visible on the lens. The lens was positioned incorrectly in the lens case. One haptic was bent against a post of the case. Unable to discern the reported marks in the provided photo. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The company (d) cartridge was not returned. The mold cavity could not be verified, however according to production records, the company (d) cartridge lot reported for this complaint was molded using the cavity 175 mold tooling at the vendor. As part of an investigation, cartridges from batches manufactured using the cavity 175 mold tool and the corresponding cavity 173 mold tool were observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information states that there was no impact to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).